Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The company representative reported via email that the customer was using a medtronic insulin pump and a sensor manufactured by a different company. It was reported that the customer gave insulin through the pump and took his dog for a walk. The customer's blood glucose fell too quickly for the sensor to track. Customer ate all the glucose tablets that he had and began to have a seizure. Customer sustained a subdural hematoma and basal skull fracture among other injuries. The sensor that was manufactured by another company had the lowest reading of 70 and the other company downloaded the data from the time of the event in order to analyze why the sensor did not keep up with the serious changes in his blood glucose levels.